Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa). The the absolute pro ll self-expanding stent system (sess) had resistance with the thumbwheel and the stent only partially deployed. The stent system was simply removed through the sheath. The procedure continued with a second absolute pro ll sess. The sess had resistance with the thumbwheel and the stent only partially deployed. Moderate force was needed to fix the partially deployed stent during removal and 1cm of the stent separated in the common femoral artery. A balloon was used to embed the separated portion of the stent. The second absolute pro ll stent also had resistance with the thumbwheel and the stent only partially deployed. The device was removed and used several non-abbott stents to complete the procedure. There was a 30 minute delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure as it is likely that the device was bent in the steep descent of the bifurcation resulting in preventing the shaft lumens from moving freely; thus resulting in the reported mechanical jam and the reported activation/deployment failure. Interaction with the anatomy/other devices and/or manipulation of the device resulted in the noted device damages (kinked sheath, bent jacket, separated sheath, smashed proximal spool axil pins) likely contributing to the reported difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional absolute pro device referenced in b5 is filed under separate medwatch report number.